Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr, list number 2k91-32, that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated and inconsistent architect ca 19-9xr results while using reagent lot 77004m800. Sample 2: 143.29, 197.15 and 132.66 u/ml, sample 5: 49.74, 79.02 and 74.92 u/ml. No specific patient information was reported and no adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr, list number 2k91-32, that has a similar product distributed in the us, list number 2k91-29. Further investigation of the issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated or erratic results with reagent lot 77004m800. Using world wide field data the historical performance of reagent lot 77004m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 77004m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 77004m800. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.